Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. The cause of the leaking patient line was unable to be determined. If additional relevant information is received, a follow-up will be submitted. (Same device, patient as in related (B)(4) for the check patient line alarm.)

Event description:
During troubleshooting an alarm during fill 1 on the homechoice (hc), the home patient (hp) noticed there was leaking at the patient line. The technical service representative (tsr) assisted in ending therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.